Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient¿s generator seemed to be stimulating constantly without any off time. Patient experienced constant bradycardia. The event was resolved by putting the magnet over the generator. The following interrogation showed that parameters looked normal (normal on/off time) and the patient¿s mother reports that all is normal now. No other relevant information has been received to date.

Event description:
The decoder review found no anomalies in regards to therapy delivered to the patient. The company representative will forward decoder review results to the provider and keep us informed if something happens again. No other relevant information has been received to date.

Event description:
Tablet data and arrhythmia questionnaire received. Questionnaire indicates the md assesses the event as due to vns stimulation. It looked like sudden unexpected continuous stimulation of the vns, more than 30-60 minutes. The complaints disappeared after reset with the magnet. Check of the vns after the event showed normal activity. Internal review of tablet data is underway but not yet completed. No other relevant information has been received to date.